Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2019-11643 & 1627487-2019-11642. It was reported the patient experienced ineffective stimulation. As a result, the physician planned to explant the patient¿s entire system. During surgery, the physician was unable to explant the l4 lead, so it was left in place. The l3 lead and the ipg were explanted.